Event description:
It was reported that a primary clear-link continu-flo solution set experienced a no flow. This occurred during priming. A secondary baxter set was connected to the primary set. The setup was spiked into a container reported to be filled with either sodium acetate or nitroglycerin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.